Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the prograsp forceps (pf) instrument was broken and was unable to be removed through the cannula. The instrument was removed together with the cannula. The customer used a new pf instrument to continue with the procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the instrument was inspected prior to use with no issue. Port incision was increased to remove the instrument and cannula together. The instrument collided with the other instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the prograsp forceps (pf) instrument was broken and unable to be removed from the cannula, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the prograsp forceps and completed failure analysis investigations. Failure analysis confirmed the customer reported complaint. The prograsp forceps had the main tube broken. A piece measuring approximately 0.097¿ x 0.107¿ was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image was consistent with the alleged complaint: the distal clevis was dislodged from the main tube. The cause of the failure mode could not be confirmed without the returned device. The failure is typically attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.